Event description:
It was reported that the guide catheter tip flared with unsmooth texture. During a percutaneous coronary intervention (pci). A runway guide catheter was used. When the physician was about to insert the guide catheter into the patient, tip flared was noted. The tip of the device has an unsmooth texture. The procedure was completed with another with the same device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).